Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and could not replicate the reported behavior. The system functioned normally during testing. Unable to confirm complaint. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that during a procedure, the 2d scout images were turning gray. It was reported that when a scout image was taken, it initially displays normally on the mobile view station (mvs) but then proceeds to turn completely gray. Additionally, when another image is attempted, the system beeps but an image cannot be taken. At this point a reboot is required. No impact to the patient was reported. No additional details were provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Based on the logs, there is a small time window where the issue appears to have occurred (12:30 to ~13:15) but no conclusive evidence as to the cause of the issue was identified.

Manufacturer narrative:
(B)(6).